Event description:
It was reported that a pt with esophageal carcinoma had a covered esophageal stent placed. After two weeks in the pt, it was discovered that the cover of the stent migrated necessitating removal and replacement of the device. No product was returned for eval.